Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+1.5/142 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for another same model lens and the problem was resolved. The reporter indicated the surgeon changed the axis of the lens and changing the orientation of the lens can increase the vault.

Manufacturer narrative:
Corrected data: (B)(4). Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim# (B)(4).